Event description:
A cor-knot device was placed on the field for use. When the scrub nurse attempted to load the unit into the device, it would not load flush with the application device. She attempted the same with the other application device that comes in the box and had the same issue. The cor-knot unit would not load flush into the device. Neither of these devices were used on the patient. Both of these devices were removed from the field and placed in the box they came from. Another box with two different cor-knot devices were placed on the field. The scrub nurse had no issues loading the units into both of the new cor-knot devices.